Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified lesion in the distal superficial femoral artery (sfa). A non-abbott re-entry catheter was being used and the ht command guide wire was being put through the needle of the re-entry catheters; however, while advancing 1mm of the guide wire nitinol tip sheared off and it remains in the patient, in the subintimal space of the distal sfa. The physician decided to leave the nitinol tip in the patient without intervention because it was in the subintimal space and not the true lumen/vessel. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction as the ht command guide wire was being put through the needle of the re-entry catheters resulted in the reported tip material separation. As reported, the physician decided to leave the nitinol tip in the patient without intervention because it was in the subintimal space and not the true lumen/vessel. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.